Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and 18 shocks for an atrial driven rhythm with a high rhythmid correlation. Technical services (ts) discussed that due to the sudden onset, the device made the decision to treat. Ts also discussed programming options and slowing the patient's conduction with medication. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Section e1 updated. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and 18 shocks for an atrial driven rhythm with a high rhythmid correlation. Technical services (ts) discussed that due to the sudden onset, the device made the decision to treat. Ts also discussed programming options and slowing the patient's conduction with medication. This ICD remains in service. No additional adverse patient effects were reported.